Event description:
The manufacturer received information alleging a high temperature alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's air path thermistor needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a high temperature alarm occurred. The devices airpath thermistor was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue.